Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging an unspecified elevated blood glucose level, accompanied by vomiting and diabetic ketoacidosis. The patient alleged they had been admitted to the emergency room of the hospital and was diagnosed with diabetic ketoacidosis. The patient alleged the pump emitted a call service 064 alarm, which may have contributed to the hyperglycemic event. Troubleshooting revealed, upon reviewing the alarm history, that the patient¿s basal history indicated 0.00 insulin delivery at 11:14 am, and was not resumed, after a cs 064 alarm. Troubleshooting was unable to be completed as the customer started to vomit, and stated they would call back when feeling better. Customer support has made several attempts to contact the reporter in follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the alleged cs 064 alarm could have caused or contributed to the patient¿s hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 02-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the black box contained data from (B)(6) 2019 to (B)(6) 2019 with no evidence of cs 064. The complaint regarding cs 064 motor alarm was reported on 7/10/2018, according to the pump history the pump was in use delivering basal until (B)(6) 2019. Therefore all black box and alarm history has been overwritten for time of complaint. The pump passed all required testing for cs 064 and delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.